Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenal switch with laparoscopic cholecystectomy, clips were not engaging and the tip feel off of clip applier. Component disengaged into patient's cavity and was retrieved using grasper and pulled out through trocar. They opened another clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was partially applied. The clip counter was no longer active. The tissue stop was disengaged. The disengaged portion was not returned. The distal shaft was bent. The jaws were recessed in the shaft. Functionally; the condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged tissue stop may occur when the distal end of the instrument is subjected to excessive manipulation. Replication of the damaged shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend or break. Replication of the recessed jaws condition may occur when the jaws are impacted forcing the jaws into the shaft. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.